Manufacturer narrative:
The dispatched dräger technician was unable to duplicate the reported symptoms. Unfortunately, the involved patient circuit system which was identified as a potential source of leakage had been disposed already and was not available for evaluation. Log file analysis provided by the manufacturer could determine 4 entries for the date of event. Three instances of v053 lt pc fail error could be found - this event is logged when the patient circuit leak test fails with a value not exceeding 250 ml/min. The errors were logged during the leak- and compliance tests more than 2 hours after the reported time of event i.e. Without patient involvement. The fourth error entry in the log is of type m006 paw very neg and was registered at 11:03 am. This record is generated when the airway pressure (paw) has gone very negative (less than -10 mbar) during a ventilator operating mode. This causes the software to stop the ventilator and alarm for a vent fail as long as the pressure remains below -10mbar. As soon as the patient airway pressure is above -10 mbar again, the alarm will disappear and the fabius will restart automatic ventilation. Reasons for negative pressure during use can be e.g. Use of a suction system or a deep breathing stroke of the patient. However, this m006 entry has been logged 1 hour before the reported time of the event. In case the fabius shuts down automatic ventilation, an audible alarm and a visible alarm message "ventilator fail" will be displayed. In this case automatic ventilation is not possible. The user can switch to manual ventilation as described in the instructions for use. In this situation, monitoring is still functional. Relevant leakages will be detected during self-test / leak test as it was in this specific case. The fabius is equipped with a dedicated pressure and airway monitoring which will alarm as soon as the user-set thresholds will be exceeded during a running ventilation episode. According to the information provided, two scenarios are likely. The reported time of event was wrong and the temporary negative airway pressure led to the reported ventilator failure during use. A leakage occurred within the patient circuit and the fabius did not reach the set values of airway pressure and/or tidal volume. Based on the available information, the exact scenario or the exact root cause for the reported symptom could not be determined. After the dispatched technician checked the machine on-site and the device did not exhibit malfunctions and passed all tests, the involved device was returned back to use without any further problems reported.

Event description:
It was reported that during a case, there was a ventilator failure. During an internal review, it was determined that the event was reportable as the error log entry "m006", which was found in the logfile of the device in question, is connected to a ventilator failure.